Manufacturer narrative:
Update 03/15/2016.maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4).maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it.investigation is pending.a supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Update 03/15/2016 .description from the customer report:"hmod 70000 demonstrated crystalloid leak from gas vent during priming of the circuit. The leak was described as significant and customer replaced the oxygenator with another hmod 70000. This was not used on a patient."(B)(4).

Manufacturer narrative:
For further investigation a device history record of the reported product has been reviewed by the manufacturer. The product passed every production step and was not marked as scrap. During process-step 9 in the avz (bop 7549) the product is pressure tested. A part of that step is the tightness control. With the test-water all blood-containing areas are flushed. So the tightness of the blood-side is checked within that step. The product in question passed that step successfully. An untighten between the fiber and the pur will be noticed in that step, a leakage at the gas-outlet would be noticed. During the review of the DHR / avz no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure. Based on the investigation results obtained so far the reported failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for manufacturer's laboratory investigation. Oxygenator has been visual inspected. Thereby a deformed blood inlet connector has been found. No evidence was provided that this failure was noticed within the initial complaint report. An additional complaint was opened for this additional malfunction that has been detected during investigation. Furthermore a tightness test according to lv 201 has been performed. Thereby no leakage could be found on gas outlet port, gas inlet port and on de-airing port. Based on the investigation results obtained so far the reported failure could not be confirmed. Investigation is still pending.

Event description:
(B)(4).